Event description:
Rupture in right breast (saline), pain and pulling in left breast, chronic severe joint pains, widespread intestinal issues, fatigue, mind fogginess, atrophy of muscles, anxiety, hair loss, headaches, cloudy vision, insomnia. FDA safety report ID# (B)(4).